Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella device experienced a pump stop accompanied by high motor current. The event was identified as a device malfunction.

Manufacturer narrative:
Updated information: d4 catalog number. H6 component code changed from g04105 to g07001. The investigation for the pump stop has been completed. The pump was returned and evaluated. The cause of the pump stop was fiber ingestion due to the fibers found wrapped around the impellor blade. This is likely caused from an unintended user error with the preparation of the pump prior to implant.